Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr: 1.3, 2nd inr: 3.6, mean: 2.45, sd: 1.63, %cv: 66.4. Since %cv is more than 20%, the test failed the criteria for precision. In-house therapeutic donor testing has been performed on returned lot #297456 on(B)(4) 2013. Results as follows: donor: (B)(4), inratio: 2.6. 3.0. 2.4, reference: 2.99, bias threshold: 1.99 - 3.99, %cv: 11.5. Donor: (B)(4), inratio: 3.0, 2.9, 2.8, reference: 2.74, bias threshold: 1.74 - 3.74, %cv: 3.45. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further testing is necessary. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #297456 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: inratio: 1.3, re-test: 3.6. Time between tests: 30 minutes. Therapeutic range: unk. Customer is wiping away the first drop of blood with an alcohol wipe.